Manufacturer narrative:
No 25+ga ultravit constellation probe was returned for not cutting, with the aspiration working. For this complaint file, the final customer lot was identified. For this final lot, three component probe lots, were used to make up the final lot. A device history record review for each of the lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Two lots had no anomalies found based on the device history record review. The product was released based on the product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is expected, but has not yet been received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not work during a vitrectomy surgery. The aspiration from the probe worked but it did not cut. They changed to another vitrectomy probe and then everything worked as normal. The surgery was completed with no further complications. No patient was harmed and no patient data is available. The event caused a 2 minutes delay, the surgeon did not find clinically significant.